Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges unspecified adverse patient outcome associated with the use of hernia mesh. The degree to which the device used to treat the patient may have caused or contributed to a post-op complication is unknown. No lot number has been provided, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as 10-apr-2024 based on the date of awareness. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges multiple patients he represents have experience unspecified injury and allege they may have required additional medical/surgical treatment. Attorney alleges this patient was treated with a phasix st mesh. Case-specific details not provided.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges unspecified adverse patient outcome associated with the use of hernia mesh. The degree to which the device used to treat the patient may have caused or contributed to a post-op complication is unknown. No lot number has been provided; a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as (B)(6) 2024 based on the date of awareness. Addendum: this supplemental MDR is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made as the degree to which the device used to treat the patient may have caused or contributed to a post-op complication. Review of manufacturing records confirms product was made to specification. To date, this is the only reported complaint for this manufacturing lot of 76 units released for distribution in april 2018. Updated fields: a4, b4, b5, b7, d4, d6.a, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges multiple patients he represents have experience unspecified injury and allege they may have required additional medical/surgical treatment. Attorney alleges this patient was treated with a phasix st mesh. Case-specific details not provided. Addendum per information provided by patient's attorney: (B)(6) 2018 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of phasix st mesh. Per operative notes, ¿failure of previous suture line at multiple points with small bowel herniating through defect. Dense adhesions with bowel fused with abdominal wall and adhesiolysis was performed. A phasix st mesh placed in preperitoneal space due to disruption of abdominal wall and sutured.¿